Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was over 600 mg/dl. Current blood glucose was 566 mg/dl. Customer was not feeling well because of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer use auto mode feature at the time of high blood glucose event. The insulin pump will be returned for analysis.